Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: no root cause can be determined as no samples were received. Rationale: corrective actions are not necessary.

Event description:
It was reported that syringe integra 3ml w/ndl 23x1 rb had a needle retraction failure. The following information was provided by the initial reporter: material no.: 305271, batch no.: unknown. It was reported the needle did not fully retract. Per email: we had another needle/syringe of the same type today not to retract when the safety device was fully engaged. No needle stick was sustained. The nurse brought it to me. The needle was fully exposed and very gradually retracted.